Event description:
The pump was found turned off. It was reported that while the patient was bieng monitored, unspecified alarms began to sound at 3:00 am. In response to the alarms, orders were received to start an infusion of dopamine with unspecified parameters, and the delivery was started. Approximately one hour later, it was reported that the infusion pump was found "off". The report source indicated that the device had been "physically turned off" and the patient was not receiving dopamine. At an unspecified time later, the patient arrested. It was reported that CPR was performed; however, the patient died. No information regardiing other interventions was received. Customer risk management stated "it is not for certain when or how the pump was turned off". Though requested, there was no additional information provided.